Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that for the last 6 weeks, his blood glucose level dropped to around 40 mg/dl. The customer's blood glucose level dropped to around 40 mg/dl within two hours of eating and going to the gym. The customer treated his blood glucose level with glucose tablets. The device was not returned.